Event description:
(B)(4) is a spontaneous report sent on 10-nov-2021 by an other health professional which refers to a (B)(6) female patient. Additional information was received from same reporter on 11-nov-2021 and 19-nov-2021. The patient's medical history included multiple sclerosis. Concomitant medications included unspecified immunosuppressants for multiple sclerosis. No information about history of allergies has been provided. The patient had previously received treatment with sculptra aesthetic and voluma. On an unknown date, the patient had received first and second dose of unspecified covid-19 vaccine. On (B)(6) 2021, the patient received treatment with 8.5 ml or 1 vial of sculptra aesthetic (lot 0j05g6), equal amounts to the caudal ends of both nasolabial folds using cannula with unknown injection technique. The sculptra aesthetic was injected using local anesthetic. Two weeks later, on (B)(6) 2021, the patient had experienced a nodule/mass/granuloma(granuloma skin) in the area of injection, which hcp initially thought was an inclusion cyst clinically. The mass grew bigger and more painful (implant site pain). The lesion was incised and drained (I&d) with some purulent return (purulent discharge). This was not sent for culture. The mass did not respond to I&d. On (B)(6) 2021, the patient was treated with minocycline [minocycline] for staph coverage along with warm compresses. The mass increased in size. On (B)(6) 2021, the hcp excised/removed 90 percent of the mass which was sent to pathology and it was found to be a mycobacterium (mycobacterial infection) granuloma to the right nasolabial fold. The patient would be following up with an infectious disease specialist. The hcp reported that no other areas of the face were involved, however, granuloma had returned and it was large as before. The granuloma and infection were still there. Outcome at the time of the report: nodule/mass/granuloma was not recovered/not resolved/ongoing. Mycobacterium was not recovered/not resolved/ongoing. Painful was unknown. Some purulent return was unknown.

Manufacturer narrative:
Company comment: the serious expected event of granuloma skin and the unexpected event of mycobacterial infection, and the non-serious events of pain at implant site and purulent discharge were considered possibly related to the treatment. Serious criteria include the need for medical and surgical interventions to prevent permanent damage. Potential root cause include injection procedure associated with inadequate aseptic technique, and the infection per se contributed to the granuloma formation. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.